Event description:
In 2007, a clinical incident involving an coblator ii plasma wand was reported to arthrocare corp. Following a tonsillectomy procedure performed in 2005, the patient was reported to have sustained an injury to patient's glossopharyngeal nerve, the uvula, and/or surrounding anatomical structures. The patient was treated for injury following the procedure (treatment details not provided). Awaiting further info regarding treatment.

Manufacturer narrative:
Awaiting further info if the device is available for investigation.